Manufacturer narrative:
An inspection of the lift by a hillrom technician found the lift to be functioning as designed and noted that during the event, the slingbar was not equipped with its latches. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The sling bar contains two latches that guide the user when attaching the loops of the sling to the slingbar, before any load is applied. The device IFU (7en125103 rev. 15) in the safety instrution section states: "before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift. The sling bar latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface." Additionally, the IFU instructs if the slingbar is not level, or if the sling loop(s) is(are) wrongly attached to the slingbar, lower the user to a firm surface and adjust according to the instructions for use of the sling in use. A fractured clavicle can be a partial or complete break in the collarbone. Treatment is dependent on the severity of the brake and can include medications for pain, immobilization for proper healing and prevention of permanent impairment, physical therapy and or/ possible surgery. In this event, medical intervention (immobilization) was provided to prevent permanent impairment of a body structure/function. The specific details of the patient's need for the reported hospitalization and any associated intervention to preclude permanent impairment are unknown. Additionally, the device inspection ruled out a malfunction. The reported event and subsequent injury can be contributed to the caregiver attaching the sling incorrectly to the slingbar. The slingbar had also been used without latches, which likely allowed the hammock sling leg strap to detach from the sling bar. Prevention of this type of event is outlined in the IFU as stated above. Although there was no malfunction found with the device and the event is contributed to an user error, the injury sustained by the patient (¿fractured clavicle¿) is deemed serious, therefore, hillrom considers this complaint reportable.

Event description:
It was reported that during the use of the hillrom liko multirall 200, the right leg of the hammock sling fell off the slingbar causing the hammock to fall. At the time of the event, an 84-year-old tetraplegic patient was being transferred. The patient fell sustaining a fracture to the right clavicle. This report was filed in our complaint handling system as (b(4).